Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm approximately 116 months ago. Vessel morphology was not provided. It was reported that 92 months post index procedure the patient had proximal talent cuffs implanted for an unknown reason. Coils were also seen in a photo and are from a prior procedure on an unknown date. Currently, a type iii separation endoleak has occurred between the talent distal cuff and the aneurx bifurcated device. The physician placed an aneurx cuff first to bridge the gap and then an endurant cuff to finish bridging the gap and seal to the renals. The procedure was successful. No additional clinical sequelae were reported, and the patient is fine. A review of a single returned angio image pre-secondary. It appeared that there was separation of the distal cuff from the aneurx bifurcated stent graft; however, could not confirm the cause of the endoleak. The aneurx bifurcated stent graft had migrated several cm from the renals.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (unknown cause of event). Evaluation, conclusion: (unknown cause of event).